Event description:
Related manufacturer reference number: 2017865-2022-42175. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv lead exhibited failure to sense and failure to capture. Upon performing a chest x-ray, the implantable cardioverter defibrillator - ICD was found to have migrated causing the rv lead to be dislodged. The rv lead was capped and replaced (B)(6) 2022, while the ICD was repositioned. The patient was in stable condition throughout the procedure.